Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used during a cysto, ureteroscopic stone extraction, laser, stent placement procedure. According to the complainant, during the procedure, pieces of black plastic were pushed out of the sheath and into the patient when they passed the stent through the device. They were able to remove all of the foreign bodies from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.